Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the air in system/ component, mechanical issue, collapsed/dimpled/flat, and use of device issue was. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The reported patient symptom of hemorrhage is a known risk associated with this device type and indicated as such in the instructions for use. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established was selected.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician noted that the pump was completely compressed and would not recoil. The physician suspected a significant accumulation of air within the system, and it was noted that there was a possibility the reservoir had not been properly prepped. The physician noted the ipp was scarred significantly in the scrotal area requiring lysis of adhesions to gain access to the bilateral corpora cavernosum. The cylinders and pump were explanted intact. However, after removing the reservoir, uncontrolled bleeding occurred from the posterior to the rectus muscle. Vascular surgery was consulted to help control the bleeding. The iliac vessels deep and lateral to the area that was bleeding were ligated with a 4.0 prolene stitch. Once the bleeding was controlled and patient resuscitated, a tactra malleable implant was placed. The patient was then transferred to the intensive care unit where he received transfusion of red blood cells, fresh frozen plasma, albumin and IV fluids. After performing a CT, a hematoma was observed in the right rectus sheath. There were no further patient complications.

Manufacturer narrative:
Correction to field h6: device codes. Correction to field h6: impact codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the air in system/ component, mechanical issue, collapsed/dimpled/flat, and use of device issue was. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The reported patient symptom of hemorrhage is a known risk associated with this device type and indicated as such in the instructions for use. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established was selected.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician noted that the pump was completely compressed and would not recoil. The physician suspected a significant accumulation of air within the system, and it was noted that there was a possibility the reservoir had not been properly prepped. The physician noted the ipp was scarred significantly in the scrotal area requiring lysis of adhesions to gain access to the bilateral corpora cavernosum. The cylinders and pump were explanted intact. However, after removing the reservoir, uncontrolled bleeding occurred from the posterior to the rectus muscle. Vascular surgery was consulted to help control the bleeding. The iliac vessels deep and lateral to the area that was bleeding were ligated with a 4.0 prolene stitch. Once the bleeding was controlled and patient resuscitated, a tactra malleable implant was placed. The patient was then transferred to the intensive care unit where he received transfusion of red blood cells, fresh frozen plasma, albumin and IV fluids. After performing a CT, a hematoma was observed in the right rectus sheath. There were no further patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician noted that the pump was completely compressed and would not recoil. The physician suspected a significant accumulation of air within the system, and it was noted that there was a possibility the reservoir had not been properly prepped. The physician noted the ipp was scarred significantly in the scrotal area requiring lysis of adhesions to gain access to the bilateral corpora cavernosum. The cylinders and pump were explanted intact. However, after removing the reservoir, uncontrolled bleeding occurred from the posterior to the rectus muscle. Vascular surgery was consulted to help control the bleeding. The iliac vessels deep and lateral to the area that was bleeding were ligated with a 4-0 prolene stitch. Once the bleeding was controlled and patient resuscitated, a tactra malleable implant was placed. The patient was then transferred to the intensive care unit where he received transfusion of red blood cells, fresh frozen plasma, albumin and IV fluids. After performing a CT, a hematoma was observed in the right rectus sheath. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the air in system/ component, mechanical issue, inflation issue, collapsed/dimpled/flat, and use of device issue was. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The reported patient symptom of hemorrhage is a known risk associated with this device type and indicated as such in the instructions for use. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established was selected.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician noted that the pump was completely compressed and would not recoil. The physician suspected a significant accumulation of air within the system, and it was noted that there was a possibility the reservoir had not been properly prepped. Additionally, during the revision procedure, the device was not fully inspected due to patient complications and hemorrhage. Therefore, the device was explanted, and a tactra device was successfully implanted. There were no further patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician noted that the pump was completely compressed and would not recoil. The physician suspected a significant accumulation of air within the system, and it was noted that there was a possibility the reservoir had not been properly prepped. Additionally, during the revision procedure, the device was not fully inspected due to patient complications and hemorrhage. Therefore, the device was explanted, and a tactra device was successfully implanted. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the air in system/ component, mechanical issue, inflation issue, collapsed/dimpled/flat, and use of device issue was. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The reported patient symptom of hemorrhage is a known risk associated with this device type and indicated as such in the instructions for use. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established was selected.